Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025.

Event description:
It was reported that the patient was experiencing inadequate pain relief and needed to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.